Event description:
It was reported that a patient underwent a breast surgical procedure on (B)(6) 2009 and suture was used. A broken needle tip which was about 2mm long was found in the patient's breast under the skin during a routine annual mammography on (B)(6) 2011. The patient does not complain of pain or foreign-body feeling. Currently, there is no plan to remove the retained needle tip.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). This medwatch report is being voided as all information regarding this event is reported in medwatch # 2210968-2011-01841. Please see medwatch # 2210968-2011-01841 for all information regarding this event.